Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 3 bd 1ml luer-lok syringe text on the unit package was missing. The following information was provided by the initial reporter: on (B)(6) 2023 during the incoming quality inspection of bd dcomp syringe 1ml ll (syringe) batch# 3034736. At amgen breda (abr), it was observed that 3 out of 200 sampled dcomp syringe components had text that was cut off from the artwork. The incoming quality inspection did not meet the acceptance criteria, and therefore the entire batch# 3034736 resulted in a fail. The approved reference label for the appearance of the syringe 1ml ll component shall comply with appx-449617, as required per (B)(4) section 7.0, step 7.2.

Event description:
It was reported that prior to use with 3 bd 1ml luer-lok syringe text on the unit package was missing. The following information was provided by the initial reporter: on 07july2023 during the incoming quality inspection of bd comp syringe 1ml ll (syringe) batch# 3034736 at amgen breda (abr), it was observed that 3 out of 200 sampled comp syringe components had text that was cut off from the artwork. The incoming quality inspection did not meet the acceptance criteria, and therefore the entire batch# 3034736 resulted in a fail. The approved reference label for the appearance of the syringe 1ml ll component shall comply with (B)(4), as required per (B)(4) section 7.0, step 7.2.

Manufacturer narrative:
Investigation summary one photo was provided to our quality team for investigation. Upon examination of the returned photo, it was observed that all packages vendor printed graphics were cut off with respect to the non-variable information side. Potential root cause for the cut-off graphics defect is associated with the packaging process. Furthermore, a device history record review was completed for provided lot number 3034736. All visual inspections were performed as per requirement with one quality notifications related to the complaint defect. The defect was identified and requalified to determine start and endpoints per internal procedure, the process was adjusted accordingly, and line cleared of defect prior to restarting production.